Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump also passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The pump was unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 287 mg/dl. The customer stated that she attempted to counter carbs with a bolus and the piston would not go forward. The customer stated that they were stuck in the rewind complete/ bolus delivery loop. The customer declined to troubleshoot because she believed it was a motor problem. The product was returned for analysis.